Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more info concerning this event.

Event description:
It was reported to philips healthcare that the device failed to accurately display an etco2 reading during a pt event. The involved pt died. The customer did not indicate that device behavior impacted pt outcome. During assessment and treatment by the crew, the pt condition deteriorated and the pt went into cardiac arrest. Pt care was continued en route to the hospital. The pt was ultimately pronounced dead in the ed.